Manufacturer narrative:
Concomitant medical products: 100ml ndc 0338-0519-58, lot 10ka9873, exp 12/2017, intralipid 20%; therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while assisting a patient to sit up in bed, making sure the tpn tubing had enough slack, the nurse noticed blood back up into the PICC line. The lipid tubing had disconnected from the lipid filter and snapped. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a broken tubing set was confirmed. Visual inspection revealed a separation between the tubing and the bottom of the filter. Insufficient solvent was observed at the end of the tubing where the separation occurred. Functional testing could not be performed due to the separation. The separated tubing was measured and found to be within specification. The probable cause of the separation is insufficient solvent application during the manufacturing process.

Manufacturer narrative:
Additional information: gtin/UDI for item 10010453, lot 16097225 is (B)(4).

Manufacturer narrative:
Correction: omit health professional from report source on initial report.